Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with insulin pump. Customers other blood glucose was 151 mg/dl, 400 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The customer did experienced the symptoms such as nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify magnetic resonance imaging expose anomaly due to buttons not responding. Motor passed motor test.